Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 09/10/2015. Investigation results as follows: visual inspection: visual inspection of the returned platform was performed and found that the head restraint bracket was damaged, corrosion and a crack was observed on the top cover. Note this physical damage can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint. Archive review: a review of the archive showed multiple user advisor 2 (compression tracking error) on 09/01/2015. However, the archive log does not show any activity on the reported date of (B)(6) 2015. Functional testing: the functional test was performed on the platform and there were no problems or error messages noted. The platform was run for 15 minutes with lrtf (large resuscitation test fixture, equivalent to 250 pound patient) with no faults. Load cell characterization was performed and load cell module 2 was found to be defective causing the ua 2. Load cell module 2 was replaced in order to remedy the reported complaint. Based on visual inspection the top cover and head restraint bracket were replaced. Load cell 2 was also replaced to remedy the reported complaint. Additionally, the pdb board was replaced per routine service procedure. In summary, the reported complaint was confirmed during review of the archive as well as functional testing and attributed to load cell module 2 not functioning properly. Following service, including replacement of the load cell, the device passed all testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 09/10/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation in progress.

Event description:
It was reported that the autopulse platform displayed a user advisory 2 (compressed tracking error) and 45 (not at "home" position after power-on/restart) error codes. The customer was able to clear the ua 45 error code, however they were unable to clear the ua 2 error code. This issue was discovered at a shift check when there was no patient involved. No further information was provided.